Event description:
Recurrent left hip dislocation post - total hip procedure. 9/15/97 - presented with left hip pain - 3/19/98 left hip x-ray showed via single view - left proximate femur displaced cephalad in relation to the acetabulum had surgery to remove total hip components on 3/19/98 - f/u with antibiotic irrigations and intravenous therapy.